Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon allege any defect of the cdh29p device that led to the decision to perform the ileostomy? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy they fired successfully but noticed two incomplete donuts. Two leak tests performed and there were no bubbles. However, as a precaution the surgeon diverted to an ileostomy diversion.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2022. D4: batch # 778a68. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. During inspection at the independencia pi lab, the device was found to continuously activate, and it was sent to cincinnati for further engineering analysis. At cincinnati, visual analysis of the returned sample revealed that the cdh29p device continuously fired. There were no staples present and the green check mark did illuminate after the battery was inserted. There was no apparent damage seen on the device. The device was disassembled to verify the condition of the internal components. Visual inspection of the internal components found a cracked stop switch actuator which prohibited it from contacting the stop switch. It is possible for the crack to have occurred during the transportation of the device from the customer to the pi lab in independencia, as the actuator remains under load until the device is reset. In addition, the observed condition from the customer did not indicate continuous activation of the device, further supporting the theory that the crack occurred postoperatively. The device was test fired, and manually stopped by depressing the stop switch when the firing sequence was complete. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the cut of the test media and staple formation during analysis the reported condition could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 778a68, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. Additional information received: the sales rep has sent these follow up questions to the surgeon multiple times, but the surgeon has not provided any answers to these questions. The sales rep was physically in this surgical procedure. He confirmed that there were no difficulties at all with the device in the surgical procedure. The sounds were normal. There were no unusual behaviors of the device intra-operatively. A crunch was heard. The washer was cut. The green check was illuminated. (B)(6) also observed that there was a large amount of fat on the colon included in the proximal purse string. He then extensively used a bovie to remove fat to try to clean the proximal colon. 5 weeks post-op the diversion was reversed. Patient is doing well.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. Additional information was requested, and the following was received: does the surgeon allege any defect of the cdh29p device that led to the decision to perform the ileostomy? At no point did the surgeon specifically address the stapler as the sole reason performing the ileostomy. After completion of the leak test, two times with no bubbles and still having not completed donuts. He determined to perform the ileostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Aside from incomplete donuts did the surgeon notice anything unusual or unexpected during the firing of the device. 2. What is meant by incomplete donuts? Are there pictures available showing the donuts created? 3. Did the device successfully cut the breakaway washer? 4. Did the device successfully complete the firing cycle? 5. Did the green check mark illuminate after completion of the firing cycle?